Manufacturer narrative:
On the 2nd and 3rd of april 2020 new information have been reported. The event description, the lots involved in the event were updated. Mysolution department on the 03 april 2020: case: (B)(4) (lot. 62985k) we analyzed each step of the myknee process; no errors have been found. Here below you can find the detailed analysis of the process left side. Images qc: the dataset fully respects the protocol. The images were not expired at the time of the surgery: reconstruction: the reconstructed profile follows precisely the contour of the bone. Planning - landmarks: all the landmarks were taken accordingly to the process. Pre-op information: as per the other cases, the only information available to the my knee team was about the bones. No pre-op information was available regarding: the status of the ligaments: this information, as for all the cases, is available just to the surgeon. The thickness of the cartilage: this information is not available, since this case is CT- based. Planning proposal: in the planning proposal, all the chosen parameters are within the range of preferences set by the surgeon on the website. Planning - validation: our planning proposal went into automatic validation without any change in the parameters. Planning - choice of the size: size 4+ for the femur and size 3 bridge for the tibia. Femoral cutting block: all the pads are in contact with parts that cannot get detached. Tibial cutting block: all the pads are in contact with parts that cannot get detached. Extra-analysis: no extra-analysis is possible, since we have not received any x-ray conclusions: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly. Batch review performed on 06 april 2020: lot 174578: (B)(4) items manufactured and released on 18-oct-2017. Expiration date: 2022-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional items involved in the event, batch review performed on 06 april 2020: gmk-sphere 02.07.f11030 primary extension stem ø11mm / l 30 mm lot. 175972 (k133630) lot 175972: (B)(4) items manufactured and released on 05-dec-2017. Expiration date: 2022-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0417fl tibial insert fixed sphere flex #4/17 mm l lot. 173776 (k121416) lot 173776: (B)(4) items manufactured and released on 02-ago-2017. Expiration date: 2022-07-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 10 months after primary the patient reported left knee instability. The knee was lax and recurvatum. The surgeon revised the tibial tray, the stem and the insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 january 2019: lot 174562: (B)(4) items manufactured and released on 15-nov-2017. Expiration date: 2022-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components revised: gmk-sphere 02.07.f11030 primary extension stem ø11mm / l 30 mm (k133630), lot 175533: (B)(4) items manufactured and released on 20-dec-2017. Expiration date: 2022-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0410fr tibial insert fixed sphere flex #4/10 mm r (k121416), lot 166520: (B)(4) items manufactured and released on 09-dec-2016. Expiration date: 2021.11.20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 10 months after primary the patient complained about knee laxity and presented with recurvatum. The surgeon revised the tibial tray, the stem and the insert. The surgery was completed successfully.